Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 509 mg/dl and is hospitalized. Customer wanted to know how to turn off the pump. Troubleshooting assisted customer and found that the drive support cap was normal but customer indicated that the pump leaked insulin. It was found that the infusion set was discarded and the customer cannot return the device for analysis. Troubleshooting was performed for high blood glucose.